Manufacturer narrative:
The catheter was returned for evaluation in two broken segments. The separation site has the appearance of expanded circumferential dilatation consistent with bursts that may occur during angiographic injections. Based on the investigation, the catheter appears to have ruptured during angiographic injection when an undetected kink or other obstruction of the catheter was present which resulted in pressures exceeding the limits of the catheter, and this was not detected until onyx delivery. This failure mode may significantly weaken the catheter making it prone to eventual tensile separation during removal. Results: catheter separation. (B)(4).

Event description:
It was reported during onyx injection, onyx came out of the catheter's tip as expected. Upon further injection. Onyx was not observed at the catheter's tip. The physician removed the catheter and it broke off at approximately 3-4cm from the distal tip. The physician was able to retrieve the broken segment with a rosen guidewire. No complications were reported with the pt as a result of the event. Same event as MDR# 2029214-2010-00235.